Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j24098 and h11j05022. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of diarrhea and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient experienced diarrhea which required hospitalization. The reporter stated that the event of diarrhea was caused by the antibiotics the patient was taking for an unspecified indication. It was not reported if remedial therapy was rendered. On (B)(6) 2012, the patient experienced peritonitis which required hospitalization. The cause of the peritonitis was unknown. Peritonitis was resolving. Peritonitis was unrelated to therapy.